Event description:
(B)(4). Heavy periods lasting 10+ days. Stabbing abdominal pains. Period cycles extremely irregular sometimes up to six weeks apart, sometimes only two weeks apart. Severe mood swings and depression.